Event description:
The report stated that the ligasure advance was being used during a total laparoscopic hysterectomy. The surgeon was working on the right anterior of the pt with the device inserted through the left anterior port. When the integrated cutter was activated, a popping sound was heard and the cutter would not retract. The jaws of the ligasure advance had closed on the cutter and corner of the cutter was protruding outside the jaws of the device. The device was removed from the pt without injury. As this was the final seal and cut to be done with this device, it was not necessary to use another device to finish this case.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. As a safety feature of the device, the pinion is designed to break if the knife is activated with the handles not fully closed, to prevent the knife from being exposed while the jaws are open. The pinion is also designed to break before the knife blade if, for example, the blade hits a clip or staple. This prevents pieces of the blade from becoming dislodged from instrument. In this reported incident the torque applied to the instrument in applying it laparoscopically across the pt's body placed undue stress on the advancement mechanism of the integrated cutter causing the pinion to break as designed. The customer has been retrained regarding proper technique.